Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first two staples fired did not form properly. After this, no staples would fire. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. It could not be determined what exactly caused the staples to misalign. Additional testing was not applicable for this complaint investigation. Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/04/2022 a total of 14,004 pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three ti mes and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sam ple received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124, 3003898360-2023-00125, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, and 3003898360-2023-00131

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, , 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124, 3003898360-2023-00125, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131.